Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited increased capture thresholds and decreased sensing due to micro-dislodgement. A chest x-ray was performed on (B)(6) 2019 and lead micro-dislodgement was observed. Programming changes were made. The patient's condition was stable before, during, and after the event.

Event description:
New information received notes that the lead was explanted and replaced on 16 jul 2019. The patient was stable before, during, and after the procedure.